Manufacturer narrative:
Investigation results: the bur guard was received for evaluation. The investigation of this bur guard found that it met all testing specifications. No fault was found with this device.

Event description:
It was reported that this bur guard was in use, a drill that overheated during oral surgery, resulting in a burn to the patient's lip. Antibiotic ointment and a wet gauze was applied to treat the affected area. To date, it is unknown if further treatment is required.